Event description:
It was reported that the health care professional (hcp) requested a review of reports for this patient with a right atrial (ra) lead. Upon review, ts noted that this ra lead exhibited oversensing and high out of range impedance measurements. This ra lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.